Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in performing the reset, which successfully resolved the malfunction without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code recurred.